Event description:
Per the clinic, the transmitting coil of the sound processor was reported to have become hot. No reports of patient injury are associated with this event. Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).